Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of 592 mg/dl. Within 2 minutes, an additional venous sample was reportedly obtained, from the same patient, and tested in the facility's reference lab, with a result of 346 mg/dl. Reporter indicated that , at the time of report, the patient had already been discharged, and she was unable to find the patient's chart to determine what, if any, treatment was received for elevated blood glucose. Reporter noted that quality control testing had been performed on the suspect device, 2 days after the discrepant values were reported, and the results fell within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.